Manufacturer narrative:
The device was not returned for evaluation and no lot number provided. Photographs were provided that showed the lumen is broken at the proximal edge of the cuff. The edges of the break are jagged. The report indicated it was an "accidental removal by the patient". A device history review was performed and nothing out of specification was found. A full review of manufacturing processes was done for this device and nothing out of specification was found. All processes were performed according to current standard operation procedures, quality assurance procedures and drawing specifications. The device was implanted for 3 months therefore it is unlikely there was a manufacturing issue.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
Catheter rupture. Accidental removal by the patient.